Manufacturer narrative:
I have reviewed this medwatch report and am approving for submission to FDA. I acknowledge that my electronic signature being recorded is considered to be the legally binding equivalent of my handwritten signature.

Event description:
It was reported, the high frequency electrosurgical unit had an e433 (reboot condition) reported during use. The issue occurred during a therapeutic laparoscopic treatment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: a defective printed circuit board. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.